Manufacturer narrative:
Argus case ID:(B)(4).

Event description:
Suddenly sneezed and swallowed [accidental device ingestion]. I have been up all night coughing [cough]. I feel there is something in my throat [pharyngolarynx foreign body feeling]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number ok149c, expiry date 30th september 2023) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On (B)(6) 2022, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough and pharyngolarynx foreign body feeling. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, cough and pharyngolarynx foreign body feeling were unknown. It was unknown if the reporter considered the accidental device ingestion, cough and pharyngolarynx foreign body feeling to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on (B)(6) 2022 via call center representative (phone). The consumer stated that "last night I took biotene and I suddenly sneezed and swallowed. I have been up all night coughing. No. I feel there is something in my throat, and I am all right and suddenly is the urge to cough. Oh, I red that. So apparently. Well, I got the bottle. Expiry date is 30sep2023. It is the one. Yeah dry mouth."